Event description:
During a lap simoid resection procedure, after half an hour, the instrument doesn't do anything. Only troubleshooting on the generator. They tried everything again, power, torque wrench, but it still did nothing. Then the surgeon used a new instrument and everything was alright, the whole procedure. No patient consequence reported.